Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It has been reported a surgical intervention took place on (B)(6) 2011 to replace pt's ipg with a new ipg since the pt had lost stimulation and had experienced issues initiating communication between the charging system and the pt programmer. A replacement charging system was unable to resolve the issue. No further pt complications were reported. The pt's stimulation has been recaptured.